Event description:
In a retrospective literature a surgeon reported multiple causes of intraocular lens (iol) explanation in spain. The main cause for explantation was determined to be dislocation/decentration, with 145 eye. The second most common cause was incorrect lens power with 33 cases. The third most common cause was iop opacification, with 29 eyes. For the remainder of the explants, the causes were neuroadaptation failure (pts with a perfectly centered multifocal iol who had problems adapting), 16 cases; pseudophakic bullous keratopathy (pbk), with 6 eyes; endophthalmitis, 5 eyes; and other causes, 23 cases. The overall explantation rate was reported as 0.59%. For this lens neuroadaptation failure was the only cause for explanting in comparison with the rest of the iols. There are three medical device reports associated with this event. This report is for the third lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Fernandez-buenaga r, alio jl, munoz-negrete fj, barraquer compte ri, alio-del barrio jl. Causes of iol explantation in spain. Eur j ophthalmol. 2012 sep;22(5):762-8. (B)(4).